Event description:
The customer stated that ECG display is noisy. A lead fault was observed during the device investigation. No patient involvement.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The failure was confirmed. The investigation revealed that the failure was due to the connection of the ECG cable (result code 423) to its connector (result code 435). To resolve the issue, the current process removes the connector and solders, a new cable directly to the board, to reduce the possibility of intermittent connections. Upon completion of the repair, the device performs to specifications.